Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later also reported "hole in radius (edge)" and "hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on anterior side assessed as surgical damage. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. ¿ black particles in the fill channel are observed. ¿ yellow particles on device inner surface are observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9, h.3, h.6.